Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/9/2018. Device returned to manufacturer: yes. The product was returned to the manufacturing site for evaluation. The plunger component was observed in a fully advanced position. Visual inspection using magnification was performed. The lens was observed stuck at the cartridge tube and tip. Part of the lens protrudes through to the side of the cartridge tip creating ¿tip deformed¿ and ¿cartridge crack¿, confirming the reported issue. The reported issue was verified on the return. However, the unit was handled and used. Based on the evidence observed, no product deficiency was identified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, lens not implanted. If explanted, give date: not applicable, lens not implanted, therefore, not explanted. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the cartridge was cracked. There is no patient involvement. Additional information was received and it was learnt that cartridge tip was cracked. This event was observed during handling prior to insertion. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.